Event description:
It has been reported to philips that the azurion's wireless footswitch battery indicator was flashing red and the system was unable to do a fluoroscopy. The device was in clinical use at the time of the reported event. No patient or user harm reported. A philips field service engineer inspected the system onsite and connected the new footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the issue occurred during a procedure, which could be completed by connecting a wired footswitch belonging to a different system at the hospital. A philips field service engineer (fse) inspected the system on site and confirmed that it was not possible to initiate fluoroscopy with the wireless footswitch. To resolve the issue, the fse installed a wired footswitch on the system. Based on the available information, the cause of the reported problem could not be confirmed. However, as per our records, the system is identified to be part of the items affected by the medical device correction z-2485-2023. The medical device correction addresses the intermittent loss of wireless connection between the base station and the wireless footswitch, which causes the base station or footswitch to remain in error mode. When the base station or footswitch is in error mode, it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. The correction is scheduled to be implemented at the customer, who is currently continuing to use the system with the wired footswitch. The codes were updated based on investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.